Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lesion length was 46mm and not 28mm as previously reported. In (B)(6) 2015, the 85% in-stent restenosis noted in the study stent was treated with placement of 2.5 x 38mm non-bsc stent. Following intervention, residual stenosis was 0%. Two days later the event was considered recovered/resolved and the patient was discharged two days later.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2015-02404. (B)(4) clinical study. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery extending into mid lad with 90% stenosis, and was 28 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75x28 mm and 2.50x24 mm study stents. Following post-dilatation residual stenosis was 0%. Two days post-procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with unstable angina and was hospitalized on the same day. On the following day, the patient was referred for coronary angiography and revealed 85% restenosis in the previously placed stent in the mid lad which was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. Two days later, the event was considered recovered/resolved and the patient was discharged on the same day.